Manufacturer narrative:
Sections with additional information as of 21-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: ketone test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint via e-mail for negative/ no change trace results of ketone test strips. Customer stated she had purchased a double pack of ketone test strips and that the negative/no change results occurred with both vials. Customer was contacted via telephone; customer stated that the color does not change all the way. The package was not open or damaged when received. Customer is using the ketone test strips for a keto diet, not for diabetes management. The customer feels well and did not report any symptoms. No prior medical attention was reported. The product is not stored according to specification and is stored in the bathroom. Customer did not have another vial of ketone strips that had been stored and handled correctly.